Event description:
The complaint is one of two complaints which document related cases that occurred two times during event month at the same clinic. Both complaints were due to the breakage of bio rci ha screws during the insertion portion of an acl procedure. Based on the supplied report is appears the surgeon(s) did not utilized the starter as required or the tap as recommended in the IFU. There were no delays or patient injury reported.